Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and traced the leaking to 2 valves in the hydro drawer. Both valves and valve manifolds were wet and there was a build up of a solid white residue where the tubing is connected to the manifold. Fse replaced both valves. Fse also replaced the cartridge chemistry (cc) sample probe and wash collar upon the request of the customer. Fse calibrated chemistries that were timed out and ran qc which passed. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak in the hydropneumatic drawer of the synchron lx I 725 clinical system. The origin of the leak was unknown. No injury was reported and no erroneous results were generated.